Event description:
It was reported to philips that the device responded with error during the discharge test.

Manufacturer narrative:
It was reported that the device responded with error during the discharge test. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor, the replacement quote for which was provided. The device remains at the customer site and no further evaluation is warranted at this time.